Event description:
A malfunction alarm identified as "malf 0" was reported, but there was no reported adverse impact on the customer¿s blood glucose level. Technical support provided information on how to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again, which was understood and acknowledged by the customer.